Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5160631 labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via voluntary medwatch report mw5160631 that a skin reaction occurred. Date of event is an approximation. On (B)(6) 2024, the patient experienced a hypersensitivity/allergic reaction to the g6 sensor. The reporter documented naloxone medication and it is unknown if this medication was used for the reported event or for a different medical condition. This is an unknown patient, and attempts to follow up for additional information cannot be completed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.